Event description:
A trilogy 100 ventilator device was returned to a service center for recertification. There is no allegation of serious or permanent harm or injury. During the evaluation, the device failed the o2 low flow test. No documentation of a replaced component to address the issue. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.